Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz hlm. The analysis of the log files confirmed the cockpit reboot and revealed that it was caused by multiple graphic user interface (gui) timeout responses to hlm internal checks. As a part of hlm safety architecture, essenz sw implements watchdog calls to the gui every 2 seconds. When the gui doesn't respond to 12 watchdog calls (24 seconds), a reboot is triggered to restore cockpit functionality. This is a safety measure foreseen by design. This condition doesn't affect pumps¿ functionality; in fact, the pumps continue to run according to previous setting during the entire event duration and can be controlled by backup control unit (ccu) located in the backup control panel. As indicated in the essenz instructions for use (chapter 3.3.2 backup control panel), the backup control panel serves as a backup in case of a cockpit failure and allows the user to monitor pump role, rpm, flow, clinical and technical alarms through dedicated icons displayed on the ccu. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, approximately one hour after the start of the procedure, the cockpit froze and restarted. The perfusionist was able to continue the case without further incident. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: based on the investigation findings, the most probable root cause of the reported cockpit restart was an isolated graphic user interface (gui) timeout in response to internal system checks. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.